Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery (lad). A 2.5x8mm promus premier¿ stent was implanted in the proximal first diagonal branch then a 2.50x24mm promus premier¿ stent was advanced to the lad however the stent implanted in the diagonal branch caught the edge of the 2.50x24mm promus premier¿ stent. The 2.50x24mm promus premier¿ stent was pushed back and came off the stent delivery system balloon. The detached stent was retrieved using a snare. The 2.5x8mm promus premier¿ stent in the diagonal branch had no residual effect after it snagged the 2.50x24mm promus premier¿ stent and the diagonal artery was widely patent. The physician did not use another stent and the procedure was completed by ballooning the lesion a few times. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).